Event description:
A call to technical services on 1/11/12 states that they were unable to interrogate the device. It was determined that the patient has a medtronic device which was implanted on (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).